Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge detection notification occurred. A cartridge change was performed to resolve the issue. Additionally, the battery was reported to be depleting quickly. There was no reported impact to the customer¿s blood glucose. Reportedly, the customer declined troubleshooting.